Manufacturer narrative:
The unit was evaluated in the field on 31-aug-2023 by a task field service technician. Functional check: we went to mcm medsys ag for field service to repair this nanoknife 2.2. Customer reported a complaint "device is switched on but the screen remains black" this problem is caused by an empty coin battery from the cpu board. We replaced this battery and performed a functional test. No further problems did occur. Service passed according to procedure svc-002-s06 rev. 12. Passed electrical safety test according to procedure svc-027 rev. G. This device meets all criteria. The reported complaint description is confirmed. During the functional test, the unit's screen remained black, due to an empty coin battery from the cpu board, which was replaced. The root cause for the blank screen was determined to be caused by a dead coin battery from the cpu board, which was replaced. This is the first reported error for this unit for blank screen. The unit was tested with the new coin battery per svc-002-s06 functional test and electrical safety per svc-027 and met all acceptance criteria. Iinformation received stating end user error in placing the patient under general anesthesia prior to turning on the nanoknife generator and ensuring it was ready for use. Per current user manual 16795933-21, rev. A (page 18): section 5: system operation: procedure overview: an overview of a typical nanoknife ablation procedure is listed below. Refer to subsequent sections of this user manual for detail usage instruction on operation of the nanoknife generator. Procedure setup (before patient enters procedure room): plug in the nanoknife generator and cardiac gating device into a grounded power outlet within the procedure room. Power on the nanoknife generator. The nanoknife generator will initiate and complete a power-on self-test (post). Attach the double pedal footswitch to the nanoknife generator. Patient preparation: prepare patient for general anesthesia. Position patient into appropriate position for anticipated nanoknife single electrode probe insertion (e.g., supine, prone, lateral, lithotomy). A review of the device history records (service order history) was performed for the reported serial number 01760912 for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual (nanoknife user manual, which is supplied to the end user with this unit, states "ensure the generator is connected to the proper mains power supply (see section 10.2) and that the mains power supply outlet is able to supply the required power", "do not use the generator if a malfunction is suspected. Contact the manufacturer or the local authorized supplier", "malfunction: generator does not turn on: possible reason generator unplugged from the mains or mains outlet not powered. Action: check that the main power supply cord is connected to cord connector on the power unit back panel and that it is connected to a suitable main outlet. (Reference section 10.2) check that main outlet is actually powered" and "this section describes the recommended periodical checks and preventive maintenance that the user should complete to ensure that the nanoknife® system will satisfactorily perform its intended function. There are no user-serviceable parts inside the generator. The warranty will be voided if the unit is opened and/or the warranty seal is broken. For all service or maintenance support, please contact your local distributor or angiodynamics directly." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The nanoknife generator has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a nanoknife generator. The nanoknife device was started up and the screen remained dark. The light on the screen was not on but the nanoknife machine started. The light below the "emergency stop" button was also green. The end user pushed and pushed out the emergency button and started the system new. They tried several times without success to get the screen working. It was arranged to have a unit brought from the distributor's facility in order to complete the procedure. The end used had placed the patient under general anesthesia from the beginning of the procedure, therefore, a delay of greater than 30 minutes occurred as they need to transport the 3.0 generator from the distributor office to the facility to complete the procedure. The end user did utilize this transportation time to place the needles in the patient, however, patient was still under general anesthesia for a long time, longer than expected. The procedure was successfully completed with the new unit.